Event description:
It was reported from a clinical study that the patient underwent revision surgery due to migration or loosening of the humeral stem. The glenoid components remained intact, and all other components were revised, approximately 1 year and 5 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: item# 211235; lot# 602750; item name# compr srs mod stem - 6x100mm item# 211218; lot# 179220; item name# compr srs prox bdy - lg 42mm item# 211225; lot# 284100; item name# compr srs ic seg - 60mm item# 211228; lot# 725920; item name# compr srs mod rgx aug - sm item# 115365; lot# 793660; item name# comp rvs ti tray +5mm 44mm item# ep-115398; lot# 699030; item name# e1 44-41 rtnv +3 hmrl brg item# 115330; lot# 527560; item name# comp rvrs shdr glen bsplt +ha item# ti-115320; lot# 387210; item name# comp vrsdl glnspr 41mm ti. G2- denmark the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified no contributing factors to the reported event. Short surgical report from the revision surgery only states that the humerus stem was loose, and a new one was implanted. So, there are no contemplations on why the loosening happened. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.